Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had three power error detected alarm through out the night. The customer was advised the internal power source in the pump is unable to charge. The customer stated the power error detected alarm recurred within a week of previous troubleshooting call. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump. The insulin pump will not be returned for analysis.